Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea, edema, syncope and complete heart failure. The right atrial (ra) lead exhibited intermittent loss of capture and elevated impedance. The ra was inactivated and replaced. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.